Event description:
The customer reported that upon opening the package, a mold like black spot was noted on the grounding pad. The grounding pad was not used. Initial evaluation of the returned samples found one pad was degraded without continuity.

Manufacturer narrative:
(B)(4). Eight dgphp patient electrode pads were returned for evaluation. The foil was degraded under the termination cover. The resistance was measured and was out of specification on one pad. Investigation identified minute levels of chloride contamination as a possible contributor to the degradation. A supplier corrective action request (scar) was issued to the supplier to eliminate the source of the contamination. A health hazard evaluation (hhe) was performed to determine patient risk of existing product on the market. The risk of possible injury with the degrade product was evaluated and determined to be far lower than the general risk of injury reported in independent literature for use of these types of patient return electrodes. The risk is further reduced by visual determination of foil discoloration/ degradation by the clinician prior to use. As a result of this overall risk assessment, the determination was made that no action is required to address the distributed product at this time.